Event description:
It was reported that after following all surgical instructions, the stem did not fit into the head. "The anatomical shoulder humeral stem, size 14 could not be implanted into the humeral head 52/19, rasp 14 was used. After a head 52/53 was used and put in the right position with the rasp. The stem, size 14 could not be implanted. A stem with the size 12 was then implanted."

Manufacturer narrative:
While a cause for this specific event cannot be ascertained from the info provided. The product has been received for investigation. While a cause for this specific event cannot be ascertained from the info provided, once the result of the investigation has been made available, the final report will be admitted. Zimmer reference number (B)(4).